Event description:
It was reported that when the device was used with reloads during a transverse colectomy, it did not fire correctly. This resulted in unformed staples in tissue area near the bowel, which had been transected by stapler's cutting blade. The pt had a right hemi-colectomy performed as a result.